Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 10-oct-2018. It was reported that crossing difficulties were encountered. The 90% stenosed 3.5x38mm target lesion was located in the moderately tortuous and seriously calcified left anterior descending artery. A 3.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Promus element, mr, ous 3.50x28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to proximal stent rows 3-5 and 12-13 with stent struts lifted. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.